Manufacturer narrative:
A visual assessment was performed after disinfection. A kink/elevator mark was noted near the distal end. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was noted when the small knob was articulated counterclockwise and large knob was articulated clockwise, confirming the complaint. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The catheter was cut open using the cutting fixture. The working channel sleeve still protruded the pebax. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other  complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a bile duct biopsy procedure performed on (B)(6) 2018. According to the complainant, biopsy of 11 areas in the bile duct was performed using this device. During the procedure, it was noticed that the working channel sleeve was protruding at the right bottom of the screen during the 9th biopsy. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event.